Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cytology brush broke while the doctor was trying to use it. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event.